Event description:
It was reported that the patient presented to the emergency department with low flow, ventricular arrythmias, and dizziness. Shocks were delivered and log files were submitted for review. The log file captured low flow events on (B)(6) 2026. There were also some low flow flags that did not persist long enough to trigger an alarm. These occurred at time when the pulsatility index was elevated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.